Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between the patient line and transfer set. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services (gts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine. The home patient (hp) stated she had become disconnected and reconnected. The technical service representative (tsr) explained the message and assisted the hp to cycle power on the device. The tsr advised the hp to start over with new supplies and let her nurse know what happened. During follow up the hp stated that the alarm was due to the patient line becoming separated from the transfer set. The hp was not sure why it had become disconnected. The hp stated that the transfer set was okay and she was able to connect a new set up to the transfer set in order to continue therapy. The hp stated she did not receive any injury or medical intervention as a result of this incident. The hp stated she had not informed her nurse of this alarm or separation. The hp stated that she is doing fine and continuing therapy without issues. No further information was provided. There was patient involvement. No injury or medical intervention was reported.